Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 88cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 10-feb-2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 16mm x 2.5mm, eccentric, de novo target lesion containing a >=90 degrees bend was located in the non-tortuous and non-calcified left anterior descending artery (lad). Following predilation with a maverick balloon catheter, a 2.75 x 28 synergy drug-eluting stent was advanced for treatment but couldn't cross the lesion due to severe bend in the distal lad. The procedure was completed with another of the same device. There were no complications reported and the patient was stable. However, returned device analysis revealed hypotube break.